Manufacturer narrative:
The cutting loop was returned for evaluation. Visual inspection results indicated that one of the blades was missing. The finished device met all specifications prior to being released for general distribution. The instructions for use states "all medical staff should carefully review product labeling and instruction sheets before using the bard max-blade coagulating resector device. Inappropriate use of the instrument could adversely affect the procedure or cause injury to the patient. The bard max-blade coagulating resector device should be used only by a physician who is familiar with the use of electrosurgical instruments, devices and power generators. Consult the medical literature regarding techniques, typical power settings, complications, and hazards prior to any endoscopic procedure. Use sterile non-conductive irrigation solution only. Immediately discontinue use if breaks or fractures appear in the bard max-blade coagulating resector device. Breaks or fractures may allow undirected emission of electrical energy, rendering the device useless and potentially causing harm to surrounding tissues. Do not bend or manipulate the device. Care should be taken to avoid severe impacts, side stresses or bends at sharp angles. When endoscopic devices are used together, ensure that any isolation or ground is not violated. If a standard resectoscope cutting loop is used after using the bard max-blade coagulating resector device, the electrosurgical power setting must be adjusted to the appropriate level." (B)(4).

Event description:
It was reported that the electrode was broken during resection of the prostate. The maximum 250 watts in 10 minutes was used.